Event description:
It was reported that "a 69-year-old patient (initial des) was admitted for cardiogenic shock caused by right ventricular infarction. During insertion of a swan-ganz catheter, when the catheter was introduced into the plastic sheath, friction was felt causing the catheter's balloon to tear. The catheter had to be changed. Risk of emboli from balloon fragments. Delay in patient treatment. No consequences for the patient.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "a 69-year-old patient (initial des) was admitted for cardiogenic shock caused by right ventricular infarction. During insertion of a swan-ganz catheter, when the catheter was introduced into the plastic sheath, friction was felt causing the catheter's balloon to tear. The catheter had to be changed. Risk of emboli from balloon fragments. Delay in patient treatment. No consequences for the patient.".